Manufacturer narrative:
Additional manufacturer narrative: this MDR was inadvertently filed under registration number 1(B)(4). The correct registration number associated with the reported product is (B)(4).

Event description:
It was reported that the push nut on the walker is broken.